Event description:
Two tornier and one small fragment screw driver broke off in two different 10 degree tilted sphere implants. One tip is in an implant that is being returned to the manufacturer and the other tip came out of the implant before it was put into the patient. Case was delayed but able to proceed and finish.